Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. Philip's service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the battery and the ventilator passed all testing.

Event description:
It was reported that the ventilator generated a battery failed error code. There was no patient involvement. The event date was not specified; estimate used.